Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : the first shutdown was caused by a communication error due to the emergency button activation. The device behaved as expected. As the emergency button was reportedly not activated on purpose, the issue might be due to an isolated and transient electrical issue; however this hypothesis cannot be confirmed with available data. The second shutdown was caused by a memory allocation issue, due to a known software anomaly. This software anomaly will be addressed through our design issues management process. The third shutdown was due a collision that caused an excessive torque in the arm. The release of the vigilance device could have avoided the collision.

Event description:
Registration was performed and an rms of 0.51mm was obtained, during verification the robot had a communication failure and disconnected from the controller. The computer was restarted and was able to reconnect. The robot did not save the markers or the registrations due to the communication failure. Registration was performed again and the robot continued to function properly until first trajectory. This caused about a 10-minute delay. The robot, without an obvious reason, disconnected from the controller and brought back to the home brain application screen. The field service engineer was able to go back to the patient folder and reconnect and continue with the surgery. This only caused about a 2 minutes delay. While driving to traj. 3, the robot arm collided with the mayfield head holder, causing a communication failure and shutdown. The field service engineer restarted the computer and was able to reconnect without a full shutdown. The robot functioned properly the rest of the case.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Registration was performed and an rms of 0.51mm was obtained, during verification the robot had a communication failure and disconnected from the controller. The computer was restarted and was able to reconnect. The robot did not save the markers or the registrations due to the communication failure. Registration was performed again and the robot continued to function properly until first trajectory. This caused about a 10-minute delay. The robot, without an obvious reason, disconnected from the controller and brought back to the home brain application screen. The field service engineer was able to go back to the patient folder and reconnect and continue with the surgery. This only caused about a 2 minutes delay. While driving to traj. 3, the robot arm collided with the mayfield head holder, causing a communication failure and shutdown. The field service engineer restarted the computer and was able to reconnect without a full shutdown. The robot functioned properly the rest of the case.